Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned for evaluation and the customer's allegation was confirmed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flushing pump had a water transmission malfunction, while being used with the video system center. It was with artificial water injection to assist normal completion. The issue occurred during an unspecified diagnostic procedure and was completed using the same set of equipment. No other devices were replaced. There was no report of patient harm.

Event description:
It was reported, the flushing pump had a water transmission malfunction, while being used with the video system center. It was with artificial water injection to assist normal completion. The issue occurred during an unspecified diagnostic procedure and was completed using the same set of equipment. No other devices were replaced. There was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.